Event description:
A valiant stent graft system was implanted in the patient for the treatment of a penetrating aortic ulcer near the left subclavian artery. During the index procedure, there was a proximal type I endoleak present. The device was implanted approx.1cm distal to the left common carotid artery, causing an insufficient landing zone. The physician elected not to treat the proximal type I endoleak, as it was expected that the proximal type I endoleak would naturally thrombus. Per the physician, the cause of the event was related to user error, implanting the valiant stent graft inaccurately. No additional clinical sequelae were reported and the patient will be monitored by the physician.